Event description:
Device 3 of 3. Reference MFR report numbers: 1627487-2012-06956 and 1627487-2012-06961. On (B)(6) 2012, the pt underwent a trial procedure. On (B)(6) 2012, the pt was admitted to the emergency room due to experiencing fever, vomiting, and abdominal/back pain a day prior. As a result, the leads were removed. An MRI was performed the next day and revealed an epidural abscess. The pt had a decompression on the area of the abscess, but the pt is doing better at this time.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.